Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for c&s tubes without additive with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition for his product family, there will be no further action at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that 10 ml bd vacutainer® microbiology c&s tube, 16 x 100 mm did not have additive. No injury, no medical intervention.